Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited rhythm acceleration during a ventricular tachycardia (vt) episode. The rhythm was appropriately terminated with a third shock. This episode correlated with a syncopal event experienced by the patient. No additional adverse patient effects were reported. This device remains in service.